Event description:
It was reported that the patient received multiple inappropriate shocks due to a lead fracture. The lead had high impedance, a high sensing integrity counter, and noise on the tip to ring electrogram. The lead was cut/capped and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.